Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was spending all their time charging (15-18 hours a week) and that the ins battery was huge which caused the patient pain and discomfort when laying down. The ins was replaced on (B)(6) 2019. No further complications were reported.